Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board was replaced to address the issue. Additionally, the blower was also replaced for noise, which was not related to the service required issue.